Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported the 65-year-old male patient was on impella 5.5 support and was having lower than expected flows display on the automated impella controller. The pump was approximately supporting the patient via hemodynamics. For instance, increasing p levels were not changing the displayed flow but the cardiac output and cardiac index did increase. All the changes were the left ventricle diastolic becoming increasingly more negative despite perfect positioning and preload into the left ventricle.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. Data logs show suction alarms throughout the case without a noted trend in placement signal or positioning issues, or motor current spikes. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter and section: direct aortic insertion . Added-mso review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of device with outcome.